Event description:
It was reported that this tracheobronchial stent was noted to be fractured after implanted for one year. No further details regarding the circumstance surrounding this event are available at this time. The device has been received by this manufacturer at the co's galway plant, and not as yet analyzed. Therefore, no failure analysis is available, however a supplement will be submitted upon completion of the device evaluation. Without evaluating the device and without additional details, the company is unable to determine the cause for this event at this time.